Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter removal difficulty and shaft break occurred. The target lesion was located in the tibial artery. A 6f non-bsc introducer sheath was placed in one side and intervention was below the knee on the opposite side. A 2.00mm x 12mm maverick²¿ balloon catheter was advanced but would not reach the lesion. The device was manipulated, torquing the balloon, and the guide wire became wrapped around the catheter shaft. As a result, the balloon could not be pulled back into the sheath. The balloon catheter was tugged until the catheter and balloon tip detached from the shaft and remained in the patient. Another balloon was inflated slightly beside the rogue balloon to pull the detached balloon tip back into the sheath. The device was completely removed and the procedure was completed. No patient complications were reported and the patient's status was okay.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported via facility medwatch# (B)(4) that with the patient systemically heparinized, a 0.014 wire was advanced through the occlusion, the 2.00mm x 12mm maverick²¿ balloon catheter was advanced down into the calf, but could not reach all the way down to the target lesion based upon shaft length. When the balloon broke off its catheter, it needed to be retrieved from the left common femoral artery.